Manufacturer narrative:
This report is submitted on march 24, 2020.

Event description:
Per the clinic, the patient experienced the loss of the implant osseointegration (date and reason unknown). It is unknown if there are plans patient to re-implant the patient with another device.